Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the battery cap was damaged and there was a temperature issue with the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: the pump's black box verified that the pump was giving low battery warnings for 24 hours prior to the user suspending the pump. The pump's electrical current draws were within specifications. No evidence of moisture was found on the internal components of the pump. The pump was exercised for 24 hours with no power issues observed. The pump was returned with a discharged (B)(6) brand battery inserted.